Event description:
It was reported that a patient underwent a laparotomy procedure with abdominal debulking, abdominal irrigation and drainage on (B)(6) 2021 and absorbable hemostat was used. During the operation, the circulating nurse opened the package of the absorbable hemostat and found a hair attached to the surface of the device. Changed another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.